Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 7241831, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the top of the package was open. It should also be noted that in the provided photo there was a sealing mark on the film, which showed that sealing occurred normally during the sealing process. Based off the provided photo the engineer was able to verify the reported defect. It was determined that there was an issue with the supplier who provided the paper. A notification has been issued to this supplier to inform them of this issue and a new supplier has been chosen moving forward.

Event description:
It was reported that 4 bd angiocath¿ IV catheters' packaging units were found broken before use. The following information was provided by the initial reporter, translated from chinese to english: "the nurse found a packing problem (broken package) when preparing for use in the morning and returned it to the supply room".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 bd angiocath IV catheters' packaging units were found broken before use. The following information was provided by the initial reporter, translated from chinese to english: "the nurse found a packing problem (broken package) when preparing for use in the morning and returned it to the supply room"